Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens (iol) was explanted from patient right eye in a secondary surgical procedure because of patient not being happy with visual outcome and experiencing nighttime dysphotopsia. Additional information was received stating that no surgical interventions such as vitrectomy, incision enlargement or sutures were required at explant/exchange. The replacement lens used is a zkb00 21.0 diopter lens. The patient was stable at the time of discharge. Visual acuity pre-op (pre-initial implant): 20/20, visual acuity post-op (post-initial implant): 20/20, visual acuity post-op (post-replacement): first post-op day was 20/25. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: (B)(6) 2020. Section h3: device returned to manufacturer: yes device evaluation: the complaint sample was received with a completed (B)(4), rev.03 form, and a specimen cup which housed the complaint lens in an unknown liquid. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one investigation request (ir) for this production order number has been received for blurry and visual disturbance issues. No product evaluation was performed therefore, the complaint event could not be confirmed. No escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.